Manufacturer narrative:
This event occurred on an unspecified date at the end of (B)(6) 2018. (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had a piece (male luer adapter) come off the tubing resulting in a leak. This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph observed a yellow marking showing the location of the separation. However, the separation of the tubing and the y-site could not be observed; thus, the reported condition couldn't objectively be refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.